Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump alleging over delivery. The blood glucose at the time of incident was 56 mg/dl and current blood glucose was 223 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned and reservoir will not be returned for the analysis.